Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high to register on the glucometer. It was stated that the infusion set had pulled out while the patient was asleep, and that caused the blood glucose to elevate. Troubleshooting was not possible as the patient did not have the insulin pump at the time of the call. Nothing further was reported.